Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). It was indicated that although the patient did not experience a complete loss of urine, it was enough to cause discomfort. Troubleshooting was attempted to no avail. Fluid loss was suspected to be causing the cuff to not close the urethra completely. A revision surgery was requested. There were no further patient complications.